Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) recorded multiple fast ventricular tachycardia (vt) episodes. The patient was asymptomatic at time of recording and was on a cardiac monitor in the emergency room. It was suspected there was some sort of electromagnetic interference (emi) from being in the ER. Patient had some tests done and rate was very fast. It was noted the rate was too fast to be physiologic. The icm remains in use. No patient complications have been reported as a result of this event.